Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a stent damage post deployment occurred. Vascular access was obtained via the radial artery. Angiography revealed blockage in a major diagonal artery of the left anterior descending artery (lad). The de novo lesion started at the ostium of the moderately tortuous diagonal artery. The lesion was predilated. A 2.5 x 20mm promus element stent was deployed in the diagonal artery. During angiogram just after deployment, a flap was noticed in the lad just proximal to the ostium of the diagonal artery. The physician decided to deploy another stent to cover the flap. A 3.5 x 20mm promus element mr stent was placed in position in the lad, covering the ostium of the diagonal artery. The deployed stent was well apposed. To "make a clear pathway" the physician attempted to advance an unspecified nc balloon catheter through the jailed ostium of the diagonal artery. As the balloon catheter was advanced through the deployed stent in the lad, the proximal edge of the stent was "hit" and the stent was deformed. To correct this the physician post dilated again but more deformation occurred, so severely that the 20mm stent length was reduced by 5mm. At this point the physician decided to perform no further intervention because the stent was still well apposed and the proximal edges were not "hanging". No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).